Manufacturer narrative:
The returned device was evaluated. External visual inspection showed a misaligned ac connector. The unit was able to power on using both ac and battery power, however when powered on it will randomly power down every few seconds. Due to the unexpected resets that device is unable to engage in active monitoring. Internal inspection shows damage to the ac power inlet electrical connections on the system board. The system board is damaged resulting in intermittent connection. A service history record review reveals that this unit was in the field for over one (4) years with no previous reported issues related to this reported event.

Event description:
The customer reported the device intermittently powers off. No patient impact or consequences were reported.